Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead was oversensing noise which caused a two second delay in pacing. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition and there were no patient consequences reported.

Manufacturer narrative:
In the previous supplemental MDR, the following statement was missing: this statement was missing in initial MDR -- UDI not available as product was manufactured on or before 9/23/2014